Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer had elevated blood glucose (bg) levels (approximately 250 mg/dl). Customer delivered a bolus to bring bg levels back to target range. Customer indicated declined to perform troubleshooting with tandem technical support, and stated they will contact tandem technical support if the issue reoccurs.